Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens optic was damaged. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
(B) (4). (B) (4).